Event description:
It was reported that the patient had an infection, meningitis was ruled out. The doctor wanted to aspirate the catheter access port (cap) for laboratory testing. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).